Event description:
During an initial implant procedure of a left ventricular (lv) lead, an x-ray revealed a dissection/perforation of the coronary sinus and pericardial effusion. No intervention was performed to address the dissection/perforation. The suspected cause was due to the physician's use of force on the non-abbott guidewire. The procedure was aborted and once dissection/perforation has resolved itself, another procedure is anticipated.